Manufacturer narrative:
(B)(4).

Event description:
It was reported the pace/sense portion of the right ventricular lead was capped and replaced for an unspecified reason. No further information is available.